Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional via a manufacturing representative (rep). The indication for use was multiple sclerosis and intractable spasticity. The patient's pump and catheter were replaced on the day prior to this report date. The patient's previous dose was reported as 24mcg/day. When patient started having intermittent withdrawals, increase in tone and spasms in her legs, they titrated the dose up to 50mcg/day but there was no change in symptoms, this was reported to have started 2weeks prior. At the time, the pump contained an unknown drug 500mcg/ml 50 mcg/ml. The rep believed that there may have been a leak in the catheter that was found on the day prior to this report date. Additional information has been requested regarding the diagnostics performed, whether and how the catheter leak was confirmed but were not available as of the time of this report. If additional information becomes available, the event will be updated